Event description:
Dist reported that customer reported the rf-100 cannula broke off and migrated down the IV tubing, lodging at the tubing y-site. Night nurse was setting up infusion on a pump, and attempted to insert the rf100 into an injection port located above the pump. Nurse used twisting and pushing motion. After multiple attempts the cannula broke off. Device discarded, but IV tubing with cannula in it was saved.